Manufacturer narrative:
A manufacturing investigation was performed for the complained device (conical extraction screw for large screws and 4.9mm bolts, part number 309.530, lot number 9781055). The subject device was returned in a packaging different from the original packaging. The laser etching was readable. The extraction screw is broken in the region of the thread. All dimensions relevant for the function and the hardness of the product were measured, and fulfill the specifications. The geometry of the thread cannot be measured because the thread is broken. Since the product is an extraction screw, strong forces might be applied to the product during use, which could lead to the observed damage. In addition, the DHR review revealed no abnormalities potentially leading to the observed damage, supporting the conclusion that the damage did not occur during manufacturing. Based on this the complaint is rated as confirmed, due to the observed damage. The lot of the raw material of article 309.530 is not tracked by number. Therefore the check was done based on fifo (first in/first out) by investigation of the raw material order, which were closest to the start of the manufacturing order of the component. No manufacturing related issue was identified and/or confirmed. Strong forces might be applied to the product during use, which could lead to the observed damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. (B)(6). Device history records review was completed for part # 309.530, lot # 9781055. Manufacturing location: (B)(4), manufacturing date: feb 24, 2016. No non conformance reports were generated during the manufacturing of this product that contributed to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event as follow: it was reported that on (B)(6) 2016 patient underwent surgery for removing lcp-plt (locking compression plate). During the surgery, the locking screw of the second proximal hole could not be removed by using the standard screwdriver because it was fixed firmly. Thus extraction screw was used to remove the screw. At first, the locking screw could not be attached to extraction screw, so the surgeon scraped the head of the locking screw and tried once again. During the second attempt, the tip of extraction screw was broken and the broken part remained in the locking screw. Carbide drill was used to scrape the screw head, however it did not work. The surgeon then used a diamond bar (owned by the hospital) to drill the plate and the screw head off. The screw shaft was removed by a pair of pliers and the incision was closed after removing the remaining metal debris as much as possible. Sixty (60) minutes delay in removal surgery was reported. Patient underwent primary surgery on (B)(6) 2016 for orif (open reduction and internal fixation) for multiple traumas. Fracture of right proximal tibia, shaft of right tibia, right medial malleolus, lateral malleolus, etc. Lcp-plt (right 13 holes) was used to fix the tibia. Surgeon's comment: after the plate had been removed, the shaft could be easily taken off by using a pair of pliers, so the cause might be the plate and the screw tightly fixed together. The primary surgery was seven (7) months ago and the screw had not been placed for a long period. The position of the screw was proper according to the x-ray. Concomitant devices: one (1) unknown carbide drill, one (1) unknown diamond bar, one (1) unknown pair of pliers. This report is for one (1) conical extraction screw. This is report 1 of 3 for (B)(4).